Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No unexpected numbers ramping on scrolling screens noted. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error twice within a week. The customer stated that the insulin pump's dial kept ramping and that she was unable to use the buttons. She stated that she removed the battery for an hour and reinserted it, noting that the insulin pump worked but later alarmed button error again. The customer did not know the blood glucose reading. She stated that she had been wearing the insulin pump on her body when the weather was hot and she was sweaty. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.